Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s stimulator was removed on (B)(6) 2017 by the hospital neurosurgeon as it was damaging the patient¿s spine. It was noted that the patient experienced painful, shocking spasms moving back and forth, back to front on their abdomen. The event required in-patient or prolonged hospitalization and was noted to have been related to the device or therapy and not related to the implant procedure. Interventions taken included explanting and not replacing the entire system. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient experienced pain back to front abdomen and that the event resolved without sequelae as of (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the patient¿s history included: lumbosacral spondylosis, lumbosacral disc degeneration, cervicalgia, myalgia and myositis, cervical spondylosis, and cervical disc degeneration. No further complications were reported/anticipated.

Manufacturer narrative:
Removed (B)(4) as the allegation was removed from the source document. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was due to programming/stimulation, noting that the most recent interrogation prior to the event was (B)(6) 2017. The allegation that the stimulator was damaging the patient¿s spine was removed from the report. A report on 2019-02-05 updated the previous report, stating that the issues were not due to programming/stimulation.